Event description:
It was reported on an unknown date that the following devices was received as blind unit. Product code: 288306100, lot# gb131018. Product code: 288306100, lot# gb0907. Product code: 288306100, lot# gb131018. Product code: 288306100, lot# gb131018. Product code: 288306100, lot# gb131018. Product code: 288306100, lot# gb131018. Product code: 288306100, lot# gb131018. Product code: 288306100, lot# gb125164. Product code: 288306100, lot# gb125164. Product code: 288306100, lot# gb114663. This report is for one (1) x15 torque driver. This is report 7 of 7 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 288306100 lot # gb131018. Supplier = (B)(4). Batch1: lot unit were released on 12 dec 2021 with no discrepancies. No non conformance reports were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no cosmetic defects within the x15 torque driver. A dimensional inspection for the x15 torque driver was not performed as it is not applicable to the complaint condition. A functional test was performed using torque meter mountz ez-torq iii ID# adaptor vf1028000. Drawing dwg- rev. D manufactured was used as source of specification. Torque specification for the device was 2.75 ¿ 3.25 .actual measured values range from 3.204-3.341. The device was testing high. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the x15 torque driver. There is no indication that a design or manufacturing issue. The over torqueing condition can be attributed to maintenance of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: dwg- rev. D / rev. D. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.